Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the right atrial (ra) lead had loss of capture and undersensing. The physician attempted to reposition the lead but sensing and pacing parameters were not ideal. The lead was replaced. No patient complications have been reported as a result of this event.